Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer feels well and does not require medical attention. Customer¿s expected results are 95-120mg/dl. Verified the strips expire 04/30/2016, were first opened 6 weeks ago and were properly stored. Customer ran back to back blood test, 220mg/dl and 209mg/dl. Reviewed the results in the meter memory: 364mg/dl (B)(6) 2015 12:01:00 pm fasting: yes, 364mg/dl (B)(6) 2015 11:48:00 am fasting: yes, 206mg/dl (B)(6) 2014 08:43:00 pm fasting: yes, 121mg/dl (B)(6) 2015 04:24:00 pm fasting: yes, 136mg/dl (B)(6) 2015 02:47:00 pm fasting: yes. No adverse event reported.